Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant, the patient's atrial lead had dislodged. During the re-position operation, noise was seen on the pacing system analyzer and the physician noted an insulation breach on the lead. The lead was explanted and replaced. There were no patient consequences throughout.